Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional method code: device not returned (4114). Investigation ¿ evaluation. (B)(6) in china informed cook that on 25jun2020 the metal stiffening cannula in an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove from the catheter. The user punctured the patient with the trocar and cannula in place within the catheter, but had difficulty withdrawing the stiffening cannula to form the pigtail loop in the catheter. They removed the device and completed the procedure with a new device. The patient did not experience adverse effects. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The customer did not return the complaint device for evaluation; therefore, no physical examination could be conducted. However, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters include difficult inserting/removing the metal stiffener into the catheter and damage to the catheter during introduction of the metal stiffening cannula. The identified risk control includes the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The IFU supplied with mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots did not record any related nonconformances. A complaint database search found one additional complaint on this lot from the same customer for the same failure mode. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, and no related nonconformances, there is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. A CAPA is currently open to address metal stiffener advancement and removal difficulty. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year-old female patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous transhepatic gallbladder drainage (ptgd) procedure. During the procedure, the operator "met resistance" when they attempted to withdraw the stiffening cannula. Due to inability to remove the stiffener the catheter was unable to form the distal pigtail loop. The catheter was removed and it was noted that the end tip of the catheter was wrinkled. Another similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.